Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue in an integrated circuit. Analysis confirmed the reported no tel-c condition and isolated the failure to the u302 rf module by removing the module from the hybrid and evaluating it in a sbb. Pal analysis demonstrated that the rf module supplies did not startup properly. The failure mechanism within the rf module was not determined.

Event description:
The device was not implanted due to an inability to establish wireless telemetry during the implant procedure. The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.